Event description:
It was reported that pump battery did not charge and charging connection was not recognized despite use of tandem charging cable, wall adapter, and a confirmed working outlet. There was no reported impact to the customer¿s blood glucose level. Customer tried different wall adapter and then different charging cable, and issue resolved when non-tandem charging cable and wall adapter were used; pump did not shut down or become unable to turn back on, and technical support advised against ongoing use of third-party charging supplies and arranged replacement tandem charging cable and wall adapter, after which pump charged and no further assistance was required.